Manufacturer narrative:
One used tracheostomy tube was returned for product inspection. No obvious discrepancies were detected during visual inspection. During functional testing, the device cuff was inflated with air and submerged in water. A leak in the cuff was detected, as bubbles were observed escaping from a small tear in the cuff material. Manufacturing performs a 100% leak test prior to product release. Had the tear been present at that time, the leak would have been detected and the device scrapped. The device was reportedly in use with the patient for 7 days when the cuff began leaking. Therefore, the cuff is believed to have been damaged during that time. No evidence was found to suggest the reported event was related to an intrinsic product fault.

Event description:
It was reported that after 7 days in use the cuff was found to be leaking. No incident related medical sequela was reported.

Manufacturer narrative:
(B)(4). Device evaluation: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.